Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps alarming air in line, sometimes it starts normal then it alarms air in line. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged air in line detector and that the downstream occlusion seal separated from the bezel. Review of the event history log showed multiple air in line alarms. A functional test was performed and the reported issue of air in line alarm was not duplicated. The probable cause of the reported issue was due to the air in line detector. As a result, the air in line detector and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.